Event description:
Revision surgery revealed polyethylene wear of the tibial insert and shearing of the patella pegs.

Manufacturer narrative:
Summary of evaluation: the tibial insert and patellar component can not be evaluated for the reported wear and peg shearing of the patellar pegs as they have not been returned to howmedica, but rather have been retained by the hospital. A review of the device history record for the insert found no discrepancies were reported during manufacture. The lot code of the patellar component has not been supplied so that a review of its device history record is not possible. Attempts to obtain this lot code info and the device have been unsuccessful.